Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510k - k130520 the actual device was returned for evaluation. Visual inspection revealed the fibers on the cut cross-sections on the gas-in and gas-out sides had discolored into pink. A fluid pink in color was found to be gathered inside the housing on the gas-in side. There were not any anomalies, such as a break, in the appearance. The fluid gathered inside the housing was collected and a sweep gas was sent into the gas phase from the gas-in side. A fluid was found to be flowing out of the gas-out side. This fluid was collected and tested with a terumo's protein assay strip. It was found to contain protein. The fluid collected by sweeping the gas through the gas phase was centrifuged. No deposition occurred. This indicates that the fluid is the blood plasma component which does not contain the erythrocyte components. The actual device, after having been rinsed, was filled with saline solution. With the blood outlet port clamped, the actual device was pressurized with an air of 2.0kgf/cm2 applied the inside of the device from the blood inlet port. No leak was verified. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no findings. There is no evidence that this event was related to a device defect or malfunction. The actual sample was of normal product with no anomaly which could have caused plasma leak. It is likely that due to a change in the blood properties due to some factor(s), a surface-active substance may be generated in blood. This may lead the balance of the surface tension between the gas and blood which is kept at the micro pores on the surface of the fibers to be upset, resulting in plasma leak, or the pressure inside the oxygenator module raised by some factors, including clot formation, and others, may cause the pressure applied from the blood phase to the gas phase to get increased. This may create the circumstances where a force to push the blood corpuscle components out into the gas phase may increase and plasma component could easily leak out through the micro pores on the surface of the fibers to the gas pathway. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported around three hours after the initiation of the circulation, a fluid which appeared to be plasma was found to be leaking out of the gas-out area. There was no anomaly in the gas transfer performance. After approximately 4.5-hour circulation, the case was completed successfully without change-out of the actual device. The procedure outcome and patient condition was unknown.